Manufacturer narrative:
Unit passed basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 400 mg/dl. The customer also reported having a blood glucose level of 473 mg/dl, which was treated with a manual injection. The customer was advised to perform a set change and monitor the device. The insulin pump was not replaced or returned for analysis.